Manufacturer narrative:
It was determined that manufacturing report number 1823260-2021-02968 is a duplicate to this report all supplemental reporting information will take place on report number. For the last calibration performed on 30-aug-2021, calibration signals were within expectations. Controls were within specified ranges on 04-sep-2021.date for the first level of control fluctuates and three values were observed to be outside of range. Slight differences were observed in the control target values used at the customer site and the target values labeled by the manufacturer. Upon review of the alarm trace, no relevant alarms were observed. Precision studies were performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas e 411 immunoassay analyzer. The sample was tested on the e411 analyzer, initially resulting in a vitamin d value of > 100 ng/ml accompanied by a data flag. The value from the e411 analyzer was reported outside of the laboratory and questioned by the physician. The sample was also manually diluted 1:5 and repeated on the e411 analyzer on (B)(6) 2021, resulting in a raw value of 21.95 ng/ml. When accounting for the dilution factor, the final value of the first repeat was 107.5 ng/ml. The sample was then sent to another laboratory for testing on a different platform, where it was tested on (B)(6) 2021, resulting in a value of 10.94 ng/ml. The primary tube of the sample was repeated on the e411 analyzer on (B)(6) 2021, resulting in a value of 10.84 ng/ml. The vitamin d reagent lot number was 54735300, with an expiration date of 31-may-2022.